Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to the lab. Results as follows: on (B)(6) 2011 - (B)(6) 2011: pt was hospitalized for bone marrow test. Compared inr while hospitalized, unk specific date. Inratio inr=6.0 lab inr=10.9; compared at same time. Pt was given heparin while hospitalized. Bridging with lovenox and was stopped on (B)(6) 2011. On (B)(6) 2011: 1st chemotherapy treatment. On (B)(6) 2011: last chemotherapy treatment. On (B)(6) 2011: patient went to hospital for bleeding gums and nose bleed. Inratio inr=3.1 lab inr=3.6; compared 2.5 hours apart. On (B)(6) 2011 inratio inr=3.1. Pt's therapeutic range: 2.5-3.5.